Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the primary failure of a dislodged grip ring to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would no longer respond to the surgeon's commands. This issue with the instrument occurred after a system fault. The surgeon was grasping tissue with the instrument when the event took place. The vse would not release the tissue. The instrument was removed with tissue in the jaws. There was no adverse effect on the grasped tissue. Minimal unexpected tissue removal occurred, still resulting in a successful, acceptable surgical outcome. No bleeding was reported. No fragment fell in the patient. The procedure was completed robotically with a backup instrument of the same type.